Event description:
It was reported that, "pain in his knee, numbness and he can't hardly walk. Surgeon believes that his tibia is loose. Several surgeons have advised him that he needs a revision." The exact implantation date was not provided, however, it was indicated that the reported device was implanted in (B)(6) 2004.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.